Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the needle not retracting is confirmed but the exact cause remains unknown. One photo sample of two accucath devices was provided for evaluation and show evidence of use. The housing and distal end of the devices are shown. The sample shown on the top of the image shows the distal end of the needle partially protruding from the housing. The guidewire is also extending out of the housing; however, it is not extending from within the distal end of the needle. The guidewire appears to be extending from a side of the needle near the flash notch but can not be clearly seen or inspected. The guidewire appears to be at a position that is restricting the needle from fully retracting. The second sample shown at the bottom appears to show the needle fully retracted. No apparent issues were observed on the device. Advancement of the guidewire against resistance or into tissue may have contributed to the repositioning of the guidewire within the needle leading to the partial retraction of the needle. A bend in the needle shaft may also contribute to retracting issue. The lack of a physical sample did not allow for a clear inspection of the components; however, the complaint of a needle retraction issue was able to be confirmed from the images provided.

Event description:
It was reported "the clinician above had an issue with an accucath needle not retracting fully. She did not keep the package or needle." Additional info received 10-19-2020: was there patient harm reported?: "not harmed but it did require an additional poke to get an IV in." Does the patient have an infectious disease?:" covid+".

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided. Device not returned for evaluation.

Event description:
It was reported "the clinician above had an issue with an accucath needle not retracting fully. She did not keep the package or needle." Additional info received 10-19-2020: was there patient harm reported?: "not harmed but it did require an additional poke to get an IV in." Does the patient have an infectious disease?:" covid+".